Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05532, 2134265-2015-05533, 2134265-2015-05539, 2134265-2015-05578 and 2134265-2015-05579. It was reported that a patient death occurred. Vascular access was obtained via the femoral artery. The patient had a double vessel disease with non-dominant right coronary artery (rca). The 70% stenosed, 50x3mm, eccentric, de novo target lesion containing a lesion bend of <=45 degrees was located in the moderately tortuous and severely calcified left anterior descending (lad) artery and left circumflex artery (lcx). A 1.50mm rotalink plus and a 330cm rotawire were used for ablation. Ablation was first performed in the lad and deployed a 28 x 2.50mm promus premier stent in the mid segment and a 28 x 2.75mm promus premier stent in the proximal segments. The physician wired down the lcx with a non-bsc guide wire and exchanged to a rota floppy with microcatheter and ablation was performed. Post ablation, there was abrupt closure of lcx and the patient went into bradycardia and become very sick. After frequent balloon dilatation, the physician was able to open the lcx and the guide wire was exchanged to a non-bsc guide wire and a 38 x 2.50mm promus premier stent and 28 x 3.00mm promus premier stent were deployed proximally into the lcx and timi flow 2 was established. Despite the intervention, the patient was continuously complaining of chest pain in the lcx. The physician kept the patient on observation for the next three days with medication and supportive functions. However, on the fourth day, the patient died due to contrast induced nephropathy and all the efforts of the physician could not save the patient since the left ventricular (lv) function has not improved during the course of the hospitalization.